Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The troubleshooting of the event indicated that the patient added new insulin to the insulin already existing in the current cartridge which may have contributed to the event.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting a blood glucose of 481 mg/dl with nausea and confusion. The reporter indicated that the cartridge was refilled the previous day by adding new insulin to the existing cartridge instead of changing out the cartridge for a new cartridge full of new insulin. The reporter also indicated that the site was not changed since the blood glucose levels started elevating. The reporter confirmed that there were no signs of soreness, leaking, blood, or infection at the site and there was no indication of air bubbles present in the cartridge or tubing. The reporter confirmed that the pump total daily dose history was accurate, there were no cancelled or missed boluses, and there were no alarms related to the event. Troubleshooting of the event indicated that the refilling of the cartridge and failure to change the infusion site per protocol likely resulted in the event. This report is made based on the allegation that the patient experienced hyperglycemia related to use error of the cartridge device.